Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding general),'), intestinal obstruction ('gastrointestinal or digestive system condition type: intestinal shut down'), rectal haemorrhage ('rectal bleeding') and mast cell activation syndrome ('mast cell activation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and adenomyosis. Findings : uterus: retroverted: normal size, measures 6.5 x 3 .2 cm. Homogeneous myometrium without masses. Endometrial echo comp l e x : measures 6 mm in thickness s . Incidentally noted are essure coils bilaterally. Right ovary : with normal limits. Impression: no acute findings. Concurrent conditions included anxiety, hypertension, shooting pain, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, amenorrhea, chronic cervicitis, paratubal cyst, cystoscopy, adhesiolysis, overweight and depression. Concomitant products included gabapentin (neurontin), medroxyprogesterone acetate (depo provera), metoprolol and ziprasidone since 2009. In 2009, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea") and vomiting ("vomiting") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder") and abdominal pain ("abdomen pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth loss ("dental problems"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood/psychological or psychiatric problems condition: severe mood swings / mood swings") and nervous system disorder ("neurological conditions or problems type: unknown"). In 2017, the patient experienced migraine ("migraines/migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced foaming at mouth ("foaming at the mouth") and rash ("rashes or skin conditions type: both/rashes"). In 2018, the patient experienced intestinal obstruction (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), drug hypersensitivity ("allergic or hypersensitivity reaction type: meds she never reacted to before"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), visual impairment ("vision/eye problems type: unknown") and rectal haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), skin disorder ("rashes or skin conditions type: both,"), pain in extremity ("pain of extremities") and mast cell activation syndrome (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, intestinal obstruction, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, palpitations, nausea, tooth loss, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension, drug hypersensitivity, abdominal pain, constipation, diarrhoea, vomiting, foaming at mouth, rash, skin disorder, nervous system disorder, pain in extremity, visual impairment, rectal haemorrhage, weight increased, fungal infection and mast cell activation syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, constipation, cystitis, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, foaming at mouth, fungal infection, genital haemorrhage, headache, hypertonic bladder, intestinal obstruction, mast cell activation syndrome, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, palpitations, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2018: fallopian tube: right fallopian tub with no significant histopathologic changes, left fallopian tube with multiple benign para tubal cyst. Gross description: consists of a uterus with attached cervix and attached left and right fallopian tubes the ectocervix is pink - tan and un remarkable . The left there are multiple para tubal cysts. The right fallopian tube measures 8.2 and 0.5 cm. In diameter. The ectocervical margin is inked in black the uterus is bisected into anterior and posterior to reveal an endocervical canal measuring 2.5 x 0.4 cm., lined with a pink. Ultrasound scan vagina - in (B)(6) 2009: result: other (please describe) properly y in place. Healthcare provider tell you about your results? That my body accepted the device and my tissue had began to grow around it.; on (B)(6) 2018: impression: 1. Heterogeneous echotexture~ of the uterus noted. 2. Adenomyosis of the uterus cannot be excluded. 3. The rest of the examination of pelvis is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distention, headaches, allergic reactions, mood swings, over-active bladder, pelvic pain, vaginal bleeding, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received. Event autoimmune disorder was updated to foaming at the mouth. New events were added: rectal bleeding, weight gain, yeast infection and mast cell activation. Onset date of the events were added: abnormal bleeding (vaginal, menorrhagia), overactive bladder, bloating, constipation, diarrhea, intestinal shut down, migraine, nausea, vomiting, mood swing, weight loss, palpitations, fatigue, vaginal discharge, visual problems, neurological conditions or problems, urinary tract infection, bladder infection, rashes and vaginal infection. Severity of the event pain in extremities and abdominal pain were added. Reporter information, medical history and date of lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal haemorrhage ('rectal bleeding') and mast cell activation syndrome ('mast cell activation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and adenomyosis. Findings : uterus: retroverted: normal size, measures 6.5 x 3 .2 cm. Homogeneous myometrium without masses. Endometrial echo comp l e x : measures 6 mm in thickness s . Incidentally noted are essure coils bilaterally. Right ovary : with normal limits. Impression: no acute findings. Concurrent conditions included anxiety, hypertension, shooting pain, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, amenorrhea, chronic cervicitis, paratubal cyst, cystoscopy, adhesiolysis, overweight and depression. Concomitant products included gabapentin (neurontin), medroxyprogesterone acetate (depo provera), metoprolol and ziprasidone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea") and vomiting ("vomiting") and was found to have weight increased ("weight gain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder") and abdominal pain ("abdomen pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth loss ("dental problems"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood/psychological or psychiatric problems condition: severe mood swings / mood swings") and nervous system disorder ("neurological conditions or problems type: unknown"). In 2017, the patient experienced migraine ("migraines/migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced foaming at mouth ("foaming at the mouth") and rash ("rashes or skin conditions type: both/rashes"). In 2018, the patient experienced intestinal obstruction ("gastrointestinal or digestive system condition type: intestinal shut down"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), drug hypersensitivity ("allergic or hypersensitivity reaction type: meds she never reacted to before"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), visual impairment ("vision/eye problems type: unknown") and rectal haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), skin disorder ("rashes or skin conditions type: both,"), pain in extremity ("pain of extremities"), mast cell activation syndrome (seriousness criterion medically significant), device intolerance ("tons of intolerance"), arthralgia ("joint pain"), allergy to metals ("where did you get testing done fo the nickle? How long did you have it in for?"), multiple allergies ("allergies") and myalgia ("muscle pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy-abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, intestinal obstruction, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, palpitations, nausea, tooth loss, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension, drug hypersensitivity, abdominal pain, constipation, diarrhoea, vomiting, foaming at mouth, rash, skin disorder, nervous system disorder, pain in extremity, visual impairment, rectal haemorrhage, weight increased, fungal infection, mast cell activation syndrome, device intolerance, arthralgia, allergy to metals, multiple allergies and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, constipation, cystitis, device intolerance, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, foaming at mouth, fungal infection, genital haemorrhage, headache, hypertonic bladder, intestinal obstruction, mast cell activation syndrome, menorrhagia, migraine, mood swings, multiple allergies, myalgia, nausea, nervous system disorder, pain in extremity, palpitations, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2018: fallopian tube: right fallopian tub with no significant histopathologic changes, left fallopian tube with multiple benign para tubal cyst. Gross description: consists of a uterus with attached cervix and attached left and right fallopian tubes the ectocervix is pink - tan and un remarkable . The left there are multiple para tubal cysts. The right fallopian tube measures 8.2 and 0.5 cm. In diameter. The ectocervical margin is inked in black the uterus is bisected into anterior and posterior to reveal an endocervical canal measuring 2.5 x 0.4 cm., lined with a pink.. Ultrasound scan vagina - in (B)(6) 2009: result: other (please describe) properly in place. Healthcare provider tell you about your results? That my body accepted the device and my tissue had began to grow around it.; on (B)(6) 2018: impression: 1. Heterogeneous echotexture of the uterus noted. 2. Adenomyosis of the uterus cannot be excluded. 3. The rest of the examination of pelvis is normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distention, headaches, allergic reactions, mood swings, over-active bladder, pelvic pain, vaginal bleeding, weight loss, allergy to metals, allergies, device intolerance and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received via social media. Events" tons of intolerance, joint pain, muscle pain and allergies were added. Reporter added. Fup 5 and fup 6 processed together. On 15-jan-2020: information received via social media. Event" where did you get testing done for the nickel? How long did you have it in for?" Was added. Reporter added. Fup 5 and fup 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and adenomyosis. Findings : uterus: retroverted: normal size, measures 6.5 x 3 .2 cm. Homogeneous myometrium without masses. Endometrial echo comp l e x : measures 6 mm in thickness s . Incidentaialy noted are essure coils bilaterally. Right ovary : with normal limits. Impression: no acute findings. Concurrent conditions included anxiety, hypertension, shooting pain, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, amenorrhea, chronic cervicitis, paratubal cyst, cystoscopy, adhesiolysis, overweight and depression. Concomitant products included essential oils nos, gabapentin (neurontin), medroxyprogesterone acetate (depo provera), metoprolol and ziprasidone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain/ gain tons of weight") and experienced palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea") and vomiting ("vomiting"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder") and abdominal pain ("abdomen pain/ abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth loss ("dental problems/ all of my teeth pulled"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood/psychological or psychiatric problems condition: severe mood swings / mood swings") and nervous system disorder ("neurological conditions or problems type: unknown"). In 2017, the patient experienced migraine ("migraines/migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced foaming at mouth ("foaming at the mouth") and rash ("rashes or skin conditions type: both/rashes"). In 2018, the patient experienced rectal haemorrhage ("rectal bleeding"), intestinal obstruction ("gastrointestinal or digestive system condition type: intestinal shut down"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), drug hypersensitivity ("allergic or hypersensitivity reaction type: meds she never reacted to before"), constipation ("gastrointestinal or digestive system condition type: constipation") and visual impairment ("vision/eye problems type: unknown") and experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/ diarrhea every day for 4 months"), lasting 4 months. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ can not have sex without getting an infection") and fungal infection ("yeast infection"). On an unknown date, the patient experienced mast cell activation syndrome ("mast cell activation / autoimmun disorder / allergic to everything"), genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), skin disorder ("rashes or skin conditions type: both,"), pain in extremity ("pain of extremities"), device intolerance ("tons of intolerance"), arthralgia ("joint pain"), allergy to metals ("where did you get testing done fo the nickle? How long did you have it in for?"), multiple allergies ("allergies"), myalgia ("muscle pain"), dumping syndrome ("severe dumping"), the first episode of abdominal discomfort ("gi is so shot to hell/ gi distress"), feeling abnormal ("brain fog"), amnesia ("short term memory is non existent"), the second episode of abdominal discomfort ("severe gi distress"), metal poisoning ("metal poisoning/ nickel poisoning"), anaphylactic reaction ("severe anaphylaxis"), bacterial vaginosis ("bv"), gastrooesophageal reflux disease ("acid reflux") and night sweats ("night sweats after hysterectomy"). The patient was treated with boric acid, cannabis sativa (cbd adrexol), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), probiotics nos and surgery (hysterectomy with bilateral salpingectomy-abdominal hysterectomy, total tooth extraction and weight loss surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rectal haemorrhage, mast cell activation syndrome, tooth loss, weight increased, genital haemorrhage, intestinal obstruction, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, palpitations, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension, drug hypersensitivity, abdominal pain, constipation, diarrhoea, vomiting, foaming at mouth, rash, skin disorder, nervous system disorder, pain in extremity, visual impairment, fungal infection, device intolerance, arthralgia, allergy to metals, multiple allergies, myalgia, dumping syndrome, feeling abnormal, amnesia, the last episode of abdominal discomfort, metal poisoning, anaphylactic reaction, bacterial vaginosis, gastrooesophageal reflux disease and night sweats outcome was unknown and the weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anaphylactic reaction, arthralgia, bacterial vaginosis, constipation, cystitis, device intolerance, diarrhoea, drug hypersensitivity, dumping syndrome, dysmenorrhoea, fatigue, feeling abnormal, foaming at mouth, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertonic bladder, intestinal obstruction, mast cell activation syndrome, menorrhagia, metal poisoning, migraine, mood swings, multiple allergies, myalgia, nausea, nervous system disorder, night sweats, pain in extremity, palpitations, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight decreased, weight increased, the first episode of abdominal discomfort and the second episode of abdominal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2018: fallopian tube: right fallopian tub with no significant histopathologic changes, left fallopian tube with multiple benign para tubal cyst. Gross description: consists of a uterus with attached cervix and attached left and right fallopian tubes the ectocervix is pink - tan and un remarkable . The left there are multiple para tubal cysts. The right fallopian tube measures 8.2 and 0.5 cm. In diameter. The ectocervical margin is inked in black the uterus is bisected into anterior and posterior to reveal an endocervical canal measuring 2.5 x 0.4 cm., lined with a pink.. Ultrasound scan vagina - in (B)(6) 2009: result: other (please describe) properly in place. Healthcare provider tell you about your results? That my body accepted the device and my tissue had began to grow around it.; on (B)(6) 2018: impression: 1. Heterogeneous echotexture of the uterus noted. 2. Adenomyosis of the uterus cannot be excluded. 3. The rest of the examination of pelvis is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distention, headaches, allergic reactions, mood swings, over-active bladder, pelvic pain, vaginal bleeding, weight loss, allergy to metals, allergies, device intolerance and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New reporter was added. New events dumping syndrome, gastrointestinal disorder nos, brain fog nos, short term memory loss, gi distress, metal poisoning, anaphylaxis and bacterial vaginosis were added. Event diarrhea was updated. Concomitant products were added. On 23-mar-2020: social media content received : new reporter added, weight decrease outcome changed. On 23-mar-2020: content received from social media - new event added: acid reflux and night sweats. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and adenomyosis. Findings: uterus: retroverted: normal size, measures 6.5 x 3 .2 cm. Homogeneous myometrium without masses. Endometrial echo comp l e x: measures 6 mm in thickness s . Incidentally noted are essure coils bilaterally. Right ovary: with normal limits. Impression: no acute findings. Concurrent conditions included anxiety, hypertension, shooting pain, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, amenorrhea, chronic cervicitis, paratubal cyst, cystoscopy, adhesiolysis, overweight and depression. Concomitant products included essential oils nos, gabapentin (neurontin), medroxyprogesterone acetate (depo provera), metoprolol and ziprasidone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain/ gain tons of weight") and experienced palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea") and vomiting ("vomiting"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder") and abdominal pain ("abdomen pain/ abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth loss ("dental problems/ all of my teeth pulled"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood/psychological or psychiatric problems condition: severe mood swings / mood swings") and nervous system disorder ("neurological conditions or problems type: unknown"). In 2017, the patient experienced migraine ("migraines/migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced foaming at mouth ("foaming at the mouth") and rash ("rashes or skin conditions type: both/rashes"). In 2018, the patient experienced rectal haemorrhage ("rectal bleeding"), intestinal obstruction ("gastrointestinal or digestive system condition type: intestinal shut down"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), drug hypersensitivity ("allergic or hypersensitivity reaction type: meds she never reacted to before"), constipation ("gastrointestinal or digestive system condition type: constipation") and visual impairment ("vision/eye problems type: unknown") and experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea/ diarrhea every day for 4 months"), lasting 4 months. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ can not have sex without getting an infection") and fungal infection ("yeast infection"). On an unknown date, the patient experienced mast cell activation syndrome ("mast cell activation / autoimmune disorder / allergic to everything"), genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), skin disorder ("rashes or skin conditions type: both,"), pain in extremity ("pain of extremities"), device intolerance ("tons of intolerance"), arthralgia ("joint pain"), allergy to metals ("where did you get testing done fo the nickle? How long did you have it in for?"), multiple allergies ("allergies"), myalgia ("muscle pain"), dumping syndrome ("severe dumping"), abdominal discomfort ("gi is so shot to hell/ gi distress"), feeling abnormal ("brain fog"), amnesia ("short term memory is non existent"), metal poisoning ("metal poisoning/ nickel poisoning"), anaphylactic reaction ("severe anaphylaxis"), bacterial vaginosis ("bv"), gastrooesophageal reflux disease ("acid reflux") and night sweats ("night sweats after hysterectomy"). The patient was treated with boric acid, cannabis sativa (cbd adrexol), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), probiotics nos and surgery (hysterectomy with bilateral salpingectomy-abdominal hysterectomy, total tooth extraction and weight loss surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rectal haemorrhage, mast cell activation syndrome, tooth loss, weight increased, genital haemorrhage, intestinal obstruction, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, palpitations, nausea, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension, drug hypersensitivity, abdominal pain, constipation, diarrhoea, vomiting, foaming at mouth, rash, skin disorder, nervous system disorder, pain in extremity, visual impairment, fungal infection, device intolerance, arthralgia, allergy to metals, multiple allergies, myalgia, dumping syndrome, abdominal discomfort, feeling abnormal, amnesia, metal poisoning, anaphylactic reaction, bacterial vaginosis, gastrooesophageal reflux disease and night sweats outcome was unknown and the weight decreased was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, amnesia, anaphylactic reaction, arthralgia, bacterial vaginosis, constipation, cystitis, device intolerance, diarrhoea, drug hypersensitivity, dumping syndrome, dysmenorrhoea, fatigue, feeling abnormal, foaming at mouth, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertonic bladder, intestinal obstruction, mast cell activation syndrome, menorrhagia, metal poisoning, migraine, mood swings, multiple allergies, myalgia, nausea, nervous system disorder, night sweats, pain in extremity, palpitations, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2018: fallopian tube: right fallopian tub with no significant histopathologic changes, left fallopian tube with multiple benign para tubal cyst. Gross description: consists of a uterus with attached cervix and attached left and right fallopian tubes the ectocervix is pink - tan and un remarkable. The left there are multiple para tubal cysts. The right fallopian tube measures 8.2 and 0.5 cm. In diameter. The ectocervical margin is inked in black the uterus is bisected into anterior and posterior to reveal an endocervical canal measuring 2.5 x 0.4 cm., lined with a pink.. Ultrasound scan vagina - in (B)(6)2009: result: other (please describe) properly in place. Healthcare provider tell you about your results? That my body accepted the device and my tissue had began to grow around it.; on (B)(6) 2018: impression: 1. Heterogeneous echotexture of the uterus noted. 2. Adenomyosis of the uterus cannot be excluded. 3. The rest of the examination of pelvis is normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distention, headaches, allergic reactions, mood swings, over-active bladder, pelvic pain, vaginal bleeding, weight loss, allergy to metals, allergies, device intolerance and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding general),') and intestinal obstruction ('gastrointestinal or digestive system condition type: intestinal shut down') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and adenomyosis. Findings: uterus: retroverted: normal size, measures 6.5 x 3 .2 cm. Homogeneous myometrium without masses. Endometrial echo complex: measures 6 mm in thickness. Incidentally noted are essure coils bilaterally. Right ovary: with normal limits. Impression: no acute findings. Concurrent conditions included anxiety, hypertension, shooting pain, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, amenorrhea, chronic cervicitis, paratubal cyst, cystoscopy and adhesiolysis. Concomitant products included gabapentin (neurontin), medroxyprogesterone acetate (depo provera), metoprolol, ziprasidone and ziprasidone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). In 2015, the patient experienced tooth loss ("dental problems"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2018, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: meds she never reacted to before"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood/psychological or psychiatric problems condition: severe mood swings / mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), migraine ("migraines"), headache ("headaches"), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), vomiting ("vomiting "), autoimmune disorder ("autoimmune disorder type of disorder: currently being tested,"), rash ("rashes or skin conditions type: both"), skin disorder ("rashes or skin conditions type: both,"), nervous system disorder ("neurological conditions or problems type: unknown"), pain in extremity ("pain of extremities") and visual impairment ("vision/eye problems type: unknown") and was found to have weight decreased ("weight loss,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, intestinal obstruction, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, palpitations, nausea, tooth loss, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension, drug hypersensitivity, abdominal pain, constipation, diarrhoea, vomiting, autoimmune disorder, rash, skin disorder, nervous system disorder, pain in extremity and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, constipation, cystitis, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertonic bladder, intestinal obstruction, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, palpitations, pelvic pain, rash, skin disorder, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound scan vagina - on (B)(6) 2018: impression: heterogeneous echotexture~ of the uterus noted. Adenomyosis of the uterus cannot be excluded. The rest of the examination of pelvis is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distention, headaches, allergic reactions, mood swings, over-active bladder, pelvic pain, vaginal bleeding, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: new pfs+mr received. Event injury was updated and new events: hormonal changes describe/ psychological or psychiatric problems condition: severe mood swings mood, abnormal bleeding (general, vaginal, menorrhagia), allergic or hypersensitivity reaction type: meds she never reacted to before, infection (bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal, autoimmune disorder type of disorder: currently being tested, rashes or skin conditions type: both, bladder or urinary problems or changes, migraines / headaches blood or heart disorder/condition type: palpitations, nausea, dental problems, neurological conditions or problems type: unknown, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: unknown, fatigue, weight loss, gastrointestinal or digestive system condition type: bloating, intestinal shut down, constipation, diarrhea, abdominal pain, vomiting, pain in extremities were added. New reporters and plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.